Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was not alerting low reservoir when insulin was low. Troubleshooting was performed. Customer does not recall exact blood glucose but did know it was over 600 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer discontinue used of the sensor. The insulin pump display 77 units were still left and the reservoir only had 15 units left in the reservoir. Primed device and device showed 67 units, which wasn't correct. Displacement test was performed and device did not pass. Motion sensor test failure and motor error alarms were noted in the device alarm history. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.